Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6-1 and 6-2 were found to have failed. A field service engineer removed the back panel, revealing only a yellow light indicator. The entire drawer assembly had been replaced the previous week. To address the issue, the drawer controllers and interface boards were replaced, and the drawers were reconfigured. Hardware test application (hta) diagnostics were run, and both drawers were tested. The customer logged in and completed inventory checks on the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.